Event description:
Fresenius became aware (via a customer experience survey) that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with multiple infections . No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in (B)(6) 2020 (exact date not provided) with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin, and the peritoneal effluent culture returned positive for staphylococcus epidermidis. Causality was attributed to the patient not properly disinfecting their hands prior to disconnecting and reconnecting treatment after utilizing the restroom. The pdrn stated there was no deficiency or malfunction of a fresenius device(s) and/or product(s) to report.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the fresenius liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. Per the pdrn, causality was attributed to a touch contamination event, as the patient disconnected and reconnected to use the restroom without wearing the proper personal protective equipment (ppe). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. An sap search was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review indicated that no lot numbers were shipped to this account within the selected time frame which prevented a full manufacturing from being performed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
Fresenius became aware (via a customer experience survey) that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with multiple infections . No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in 2020 (exact date not provided) with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin, and the peritoneal effluent culture returned positive for staphylococcus epidermidis. Causality was attributed to the patient not properly disinfecting their hands prior to disconnecting and reconnecting treatment after utilizing the restroom. The pdrn stated there was no deficiency or malfunction of a fresenius device(s) and/or product(s) to report.